Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was fired using the pulsing method. On one of the firings with a green cartridge using seam guard buttressing on gastric tissue, the staples did not form on one side. The device cut but did not staple. The area was over sewed. There were no usual noises with the firing. The patient is currently stable.

Manufacturer narrative:
(B)(4). The following information requested and obtained: follow-up response received by the sales rep via phone: which firing of the device did the event occur? Unknown. What other color cartridges were used before and after this event? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What is the lot number of the device? Unknown. Is the device available to be returned? No. Where should the shipper kit be sent? N/a.